Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was contamination of purge door. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the door on automated impella controller (aic) console would not open when pressing the side button. No reported harm to the patient.